Manufacturer narrative:
Updated coding.

Manufacturer narrative:
Correct reporting institution phone #: (B)(6). Correct reporter phone #: (B)(6).

Event description:
It was reported to philips that the device experienced an operational test failure. There was no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for diagnostic service / replacement of the defibrillator capacitor assy. The case was closed after the quote was sent to the customer. The device remains onsite and in use.